Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the threaded bottom end of the crit-line chamber that attaches to the dialyzer. The machine did not alarm. Test strips were not used to confirm the leak. Estimated blood loss was 2cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample is available for mfg eval and has been requested.